Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was 496 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the insulin pump was exposed to moisture. The customer's father stated that insulin poured into insulin pump. The customer's father performed self test and the insulin pump passed. The customer's father performed displacement test and the insulin pump passed. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.